Manufacturer narrative:
Pharmacovigilance comment: sanofi-aventis company comment (B)(6) 2011: reported event of "vein poping and blocking blood flow" suggests possible vasculitis with thrombosis. This pt has an (B)(6), which could predispose him to injection sites infection. Additional info regarding biopsy, treatment for the event, outcome, and (B)(6) has been requested.

Event description:
Initial info received from a physician on (B)(6) 2011: a male pt of an unspecified age was treated with poly-l-lactic acid (sculptra) in the cheek; lot #, expiration date, therapy date, dosage and indication were not provided. The physician reported the pt developed a "livedo pattern" in the cheek. The physician explained the "livedo pattern" is veins popping and blood flow not flowing where it needs to flow. The physician then stated with some other injectables they use "ntg paste or heat." It is not clear if these are concomitant injections along with sculptra or treatment measures for the event. Concomitant medications were not provided. Medical history listed as (B)(6). No further relevant info was reported.